Event description:
Patient was revised to address osteolysis due to metal.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(6) 2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information along with the invoice. The complaint and associated mdrs were updated. The stem and sleeve are being added because of elevated metal ion levels. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/15/2014- litigation papers received. Litigation alleges metallic debris, loose cup, pain, and elevated metal ions. The doi was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 08/25/2014.